Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported by the spouse that the patient experienced dizziness, paleness, sweating, clumsiness, and disorientation. The cgm was reading 70 mg/dl and the blood glucose reading by the spouse was 29 mg/dl. The spouse called emergency medical services (ems) and the patient was treated with carbohydrates and glucagon quick pen. After treatment, the egv was 150 mg/dl while the bg was 75 mg/dl. The patient was in stable condition at the time of the report. The patient uses tandem tslim in closed loop. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient had symptoms. After the patient was treated by ems, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.